Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction: the initial medwatch incorrectly reported the site registration number. The site registration number is 3011050570. Correction to d4 (UDI number) and h4, information was inadvertently not included on the initial medwatch. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the plastic sheath that the proximal end was damaged and detached from the metal protector boot. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely damage occurred due to the device being forced through resistance. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor field performance for this device.

Event description:
As reported, "catheter has become detached from the handle after the first use/puncture. Needle no longer usable. New ebus needle had to be used. The issue occurred during an endobronchial ultrasound bronchoscopy (ebus) procedure. No harm was reported. No patient harm, no user injury reported.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly. Investigation is ongoing. This report will be supplemented accordingly following investigation.